Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that their pain ins hasn't worked for years and they tried a long time ago to get the ins jump-started, but noted the jump-start wouldn't work. Pt stated that they were told the ins would need to be replaced (patient services (pss) was under the impression that the pt was working w/ the hcp regarding this, but did not confirm over the phone). Reviewed requested info, it is a medical decision to get the ins removed, and redirected to the hcp. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp.